Manufacturer narrative:
The report of suspected device thrombosis could not be confirmed as the device was not returned for evaluation. A specific cause for the report of low flow alarms, hematoma and the events leading up to the patient¿s expiration could not be conclusively determined. Device thrombosis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had recently been admitted to the hospital for an unspecified reason. Upon being discharged home on (B)(6) 2016, the patient reported worsening epigastric abdominal pain and lightheadedness that kept them from ambulating. There were no observed conditions of nausea, vomiting, diarrhea, chest pain or increased shortness of breath from baseline. The patient has a history of chronic obstructive pulmonary disease and chronic pain. On (B)(6) 2016, the patient fell and twisted her abdomen causing an abrupt increase in abdominal pain and was brought to the hospital by ambulance. The patient was admitted with possible pump thrombosis. An abdominal/pelvis CT scan showed a nearly complete occlusion of the outflow tract with an enlargement of fluid collection in the subxiphoid subcutaneous tissue surrounding the outflow tract of the lvad. The vad service made an attempt to stent open the outflow graft with increased pump speed. At approximately 1:00 pm, a rapid expansion of the fluid/hematoma to 20 x 10 cm occurred and it was observed to be pulsatile. The patient¿s mean arterial pressure dropped to approximately 50 mmhg. The patient was fatigued but responsive. The patient was transfused with packed red blood cells, platelets, kcentra, and was supported with fluids, epinephrine and dopamine. The pump speed was turned down to 9200 rpm to reduce further bleeding. The patient¿s blood pressure stabilized. The patient¿s anticoagulation regimen had been coumadin 4mg daily and the inr at the time of the event was 1.4. A goals of care meeting was held given the patient¿s poor surgical candidacy and recent clinical decline. The patient and her family decided that they would like the patient to be taken home on hospice care. Intravenous therapies and transfusion were approved for support to achieve that goal. The implantable cardioverter-defibrillator was turned off and the patient¿s code status was made do not resuscitate / do not intubate. The lvad alarms were silenced. On the following morning, the patient developed increasing pain at the site of the abdominal wall hematoma and required increasing doses of IV pain medication. Following this, the patient had increasing co2 retention possibly due to pulmonary edema post-resuscitation and reduced lvad contribution to cardiac output with more somnolence. The patient received bumex for diuresis. Later, the patient likely had an aspiration event with increased respiratory distress, hypotension, and fever. Broad spectrum antibiotics were given and the epinephrine was increased. The patient improved over the course of the night. On (B)(6) 2016, the patient was transitioned to comfort care. The patient expired on (B)(6) 2016.